Event description:
Medtronic representative reports during ins replacement surgery when impedances were checked they were found to be > 4000 ohms on all bipolar pairs. During the impedance check, 3 of 8 contacts were high. The physician switched the lead to the other port and now all 8 contacts were high. The physician switched the lead to the other port and now all 8 contacts were high. They tried wiping and re-inserting multiple times with the same results. Impedances were being tested at the default setting. The surgeon then replaced the surgical lead with a new one. All impedance were then within normal range. Additional info has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).